Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no lights.

Manufacturer narrative:
The device was evaluated and they were not able to duplicate the alleged issue. The device functions normally. No malfunction.

Event description:
Dealer is stating that the unit has no lights.